Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, recurrence and dyspareunia. On (B)(6) 2010 the patient underwent a mesh revision due to small mesh exposure into the vagina.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a right knee arthroscopy concurrently with a menisectomy in 2012.

Manufacturer narrative:
The patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted due to stress urinary incontinence. The patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted due to stress urinary incontinence. It was reported the patient underwent removal of suture on (B)(6) 2010. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-24898. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4)